Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a difference between sensor glucose and blood glucose readings. Customer stated that the threshold suspend alarm keeps going off. Customer's blood glucose was 280 mg/dl and it is now 198 mg/dl. Customer's sensor glucose was 57 mg/dl. Customer stated that they have had bent cannulas before. Customer was advised to calibrate 3-4 times a day. Customer was advised to remove and replace the sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.